Event description:
It was reported that the patient received medical treatment for hypoglycemia. The patient's blood glucose levels declined to 29 mg/dl while wearing the pod. The patient was treated with IV (intravenous) glucose by paramedics. The patient's aunt reported the low blood glucose levels were due to user error as the patient had been given 13 units of insulin. The patient continued to wear the pod but paused insulin delivery until blood glucose levels increased.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.